Event description:
Patient was implanted with lcp curved condylar plate on (B)(6) 2011. Patient returned to emergency room complaining of pain. An x-ray showed the plate was broken. Patient went to another hospital and had the plate removed on (B)(6) 2012. No further information is available.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.